Manufacturer narrative:
Based on the observation summary report from an endoscopic support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: unapproved dilators were washed the olympus oer-pro because the customer had previously washed them using the automatic endoscope reprocessor (aer). Ess informed the customer that the connector and the cook savary dilators are not approved to be reprocessed in the oer-pro. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus was informed that during an onsite visit, the user facility staff had washed unapproved dilators in the oer-pro-endoscope reprocessor. No patient infections or injuries reported. This event is related to the following patient identifier: (B)(6), maj-1904.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the reprocessing deviations was user error. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿use this equipment in combination with ancillary equipment listed in ¿system chart¿ in the appendix. Using incompatible equipment may result in patient or operator injury and equipment damage and/or malfunction. Olympus has not tested the efficacy of cleaning and high-level disinfection on this equipment in combination with endoscopes that are not listed on the ¿list of compatible endoscopes/connecting tubes ¿. If a nonlisted endoscope is reprocessed using this equipment, be sure to validate in advance that entire part of endoscope including internal channels can be effectively cleaned and high-level disinfected, and it can maintain the function of the endoscope without damage or degradation. Furthermore, verify this reprocess method is appropriate for the endoscope.¿ olympus will continue to monitor field performance for this device.